Event description:
It was reported there was a vent fail during a case. There was no patient injury reported. The respiratory manager sent the following to draeger: "at 0618, a loud fast beep was noted coming from this patient's room. The ventilator alarm above the room was flashing yellow. Upon entering the room, noted ventilator in obvious failure. The screen was blank, there was text on the screen that appeared to be in dos format stating something to the effect of rebooting. The beep was coming from the ventilator. Respiratory was requested stat to the room. Patient was immediately bagged while respiratory responded. 4 respiratory therapists arrived. One took over bagging, while the others replaced and reprogrammed a new ventilator.

Manufacturer narrative:
The investigation was based on the reported event and enhanced information like email correspondence and photos of the infinity acs workstation cc with product serial no. (B)(4). Logbook analysis is not possible because of boot problems. Based on the information, cockpit restarts that had no effect on the ventilation can be confirmed. After 3 unsuccessful restarts, the device alerted via the high-priority piezo alarm. According to the data, the user then turned off the device. The photos revealed that the device alerted as specified. A defective ssd card caused the reported issue and the loss of data/log. As a safety feature of the ventilator, the ventilator software analyses and verifies proper function of the device. If the software detected a failure the user will be alerted to this condition by an audible alarm according to iec 60601-1-8. In case of a reboot of the cockpit infinity c500 and the ventilation unit v500 the ventilation unit would at maximum try 3 reboots within 40s. During this event the user would be alerted by the internal piezo speaker. If the v500 ventilation unit stopped ventilating, audible alarms would be activated informing the user of the status of the device. The emergency-breathing valve would open allowing for spontaneous breathing: however, manual ventilation with an alternate device may be considered necessary. Based on the available information, we do not expect that the ventilation was interrupted in this case, but we cannot exclude the possibility that the duration of the inability of the cockpit to function was less than 2 minutes. No patient health consequences have been reported. The number of similar cases, related to the same root cause, is within the expected range of the respective risk assessment and thus accepted.